Event description:
Customer reported recurring malfunction alarms with their pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.